Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that overfill occurred during use with a bd vacutainer® 9nc 0.129m plus blood collection tubes. The following information was provided by the initial reporter, "it was reported that tubes had draw volumes that were above the specification. (2 of 4 pr's) tested on july 23, 2018. Updated info:# of tubes affected is 6 of 30; max draw 2.010ml. Tubes were drawn using the r&d lab automated draw system with water. Draw system is primed (filled with water) so no discard tube is required." 1 of 4 complaints, this complaint captures lot# 9095657. 6 occurrences were reported.